Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that eight years and eight months following the implant of this transcatheter bioprosthetic valve into the patient's native annulus, the valve failed. The mechanism of failure, according to doppler ultrasound, was high mean gradient of 39mmhg with a peak velocity of 4.1m/s. Doppler also showed an effective orifice area of 0.7 cm2, and doppler velocity index (dvi) of 0.16. Mild regurgitation was also present, but it was unknown if this was central or paravalvular. The valve was well-seated at an implant depth of 7-9mm on the non-coronary cusp (ncc) and 6-8mm on the left coronary cusp (lcc). There was no evidence of thrombus or leaflet thickening. Transcatheter replacement of the failed valve was scheduled for six days after onset of symptoms. No additional adverse patient effects were reported.